Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not boot and charge. The receiver download and functional testing was unable to be performed. Case opened to inspect and troubleshooting: defective receiver battery. No problem found for speaker. Speaker resistance measured= 7.39[?] (Good). Verified audio working fine by using known battery on receiver "try it" test. The complaint was not confirmed for intermittent audio because receiver passed sound test in troubleshooting. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.